Manufacturer narrative:
Exact date unknown, event occurred in 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: 16211318.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and were discarded by the facility. No further information has been obtained despite good faith efforts.